Event description:
During a breast biopsy the system delivered cable and probe error codes. The probe was changed and the error code persisted. The pt's breast was not pierced, but the doctor made the decision to convert to an open excisional biopsy. There was no other pt consequence.